Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. Plots - possible lot numbers: 4988264, 5094506 and 4943606. (B)(6).

Event description:
The event occurred on an unspecified date and involved a 4" small bore pressure tubing extension set, red needleless valve stopcock. The customer reported that the arterial line was found to have spontaneously severed from stopcock and small amount of blood was dripping on the floor. The arterial line and stopcock were changed. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Additional information d9.